Event description:
Customer reported experiencing high blood glucose readings and noticing leaks in the reservoir. Customer also had blood at site. Customer stated that their blood glucose readings go from 200 mg/dl to 400 mg/dl. Customer was noted to be using third party infusion sets and reservoirs. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.